Event description:
Customer reported multiple past blood glucose (bg) levels of "high;" cause was unknown. Customer administered a correction bolus to successfully resolve bg. Recommendation was made to consult with healthcare provider regarding diabetes management.